Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at the time of the call was 148 mg/dl. Customer states the insulin did not exit and pump alarmed no delivery. The device will not be return.